Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: unknown/ migration/ right essure implant embedded in omentum appears intact/ left implant in posterior cul-de-sac retroperitoneal'), embedded device ('essure implant imbedded in omentum appears intact'), fallopian tube perforation ('implant tip visible at left adnexa') and pregnancy with contraceptive device ('pregnancy - yes') in a 32-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension, uterine rupture and tubal ligation. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), hydrochlorothiazide, lisinopril, tramadol and triamcinolone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pain pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("pain/ pain vaginal"). On (B)(6) 2011, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("severe throbbing headaches 2-3 times/ week"). In (B)(6) 2012, the patient experienced rash pruritic ("rashes or skin conditions type: skin rashes with severe itching / itching on hands. Neck, arms, chest, legs, ankles, feet"), pruritus ("rashes or skin conditions type: skin rashes with severe itching/ itching on hands. Neck, arms, chest, legs, ankles, feet") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In march 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysphemia ("neurological conditions or problems type: stuttering"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back ache"), dermatitis allergic ("allergy ¿ rash / skin condition"), hypersensitivity ("hypersensitivity"), hypertension ("blood or heart disorder/condition type: hypertension") and eczema ("rashes or skin conditions type: eczema") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (bilateral essure microsurgical removal). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, embedded device, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, rash pruritic, pruritus, dermatitis allergic, hypersensitivity, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, migraine, hypertension, dysphemia, vulvovaginal pain, vision blurred, weight increased, alopecia, headache and eczema outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dysphemia, eczema, embedded device, fallopian tube perforation, headache, heavy menstrual bleeding, hypersensitivity, hypertension, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash pruritic, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 160 lbs left- 4 coils, right- 1 coil. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain. Ectopic essure in the omentum; ectopic essure cul de sac (retroperitoneal) "I explored the cui de sac and determined that the implant was located retroperitoneal and unable to safely remove as it was near the rectum and pelvic vasculature and not directly visible due to it's location and the immobile uterus." Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2011: one month post essure implant; on (B)(6) 2011: result: migration.. X-ray - on an unknown date: skin inside was re-growing around the coils and the coils had migrated from the original place they were inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received : reporter information, essure removal date and new events- embedded device and fallopian tube perforation added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: unknown/ migration/ right essure implant embedded in omentum appears intact/ left implant in posterior cul-de-sac retroperitoneal'), embedded device ('essure implant imbedded in omentum appears intact'), fallopian tube perforation ('implant tip visible at left adnexa') and pregnancy with contraceptive device ('pregnancy - yes') in a 32-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension, uterine rupture and tubal ligation. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), hydrochlorothiazide, lisinopril, tramadol and triamcinolone. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pain pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("pain/ pain vaginal"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("severe throbbing headaches 2-3 times/ week"). In (B)(6) 2012, the patient experienced rash pruritic ("rashes or skin conditions type: skin rashes with severe itching / itching on hands. Neck, arms, chest, legs, ankles, feet"), pruritus ("rashes or skin conditions type: skin rashes with severe itching/ itching on hands. Neck, arms, chest, legs, ankles, feet") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysphemia ("neurological conditions or problems type: stuttering"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back ache"), dermatitis allergic ("allergy ¿ rash / skin condition"), hypersensitivity ("hypersensitivity"), hypertension ("blood or heart disorder/condition type: hypertension") and eczema ("rashes or skin conditions type: eczema") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (bilateral essure microsurgical removal). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, embedded device, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, rash pruritic, pruritus, dermatitis allergic, hypersensitivity, heavy menstrual bleeding, vaginal haemorrhage, urinary tract infection, migraine, hypertension, dysphemia, vulvovaginal pain, vision blurred, weight increased, alopecia, headache and eczema outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dysphemia, eczema, embedded device, fallopian tube perforation, headache, heavy menstrual bleeding, hypersensitivity, hypertension, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash pruritic, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Left- 4 coils, right- 1 coil. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain. Ectopic essure in the omentum; ectopic essure cul de sac (retroperitoneal) "I explored the cui de sac and determined that the implant was located retroperitoneal and unable to safely remove as it was near the rectum and pelvic vasculature and not directly visible due to it's location and the immobile uterus." Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2011: one month post essure implant; on (B)(6) 2011: result: migration. X-ray - on an unknown date: skin inside was re-growing around the coils and the coils had migrated from the original place they were inserted. Lot number: 806702; manufacturing date: 2010-11; expiration date: 2013-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: unknown/ migration') and pregnancy with contraceptive device ('pregnancy - yes') in a 32-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension and uterine rupture. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), hydrochlorothiazide, lisinopril, tramadol and triamcinolone. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pain pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("pain/ pain vaginal"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("severe throbbing headaches 2-3 times/ week"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes with severe itching / itching on hands. Neck, arms, chest, legs, ankles, feet"), pruritus ("rashes or skin conditions type: skin rashes with severe itching/ itching on hands. Neck, arms, chest, legs, ankles, feet") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysphemia ("neurological conditions or problems type: stuttering"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), back pain ("back ache"), dermatitis allergic ("allergy ¿ rash / skin condition"), hypersensitivity ("hypersensitivity"), hypertension ("blood or heart disorder/condition type: hypertension") and eczema ("rashes or skin conditions type: eczema"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, rash, pruritus, dermatitis allergic, hypersensitivity, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, hypertension, dysphemia, vulvovaginal pain, vision blurred, weight increased, alopecia, headache and eczema outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dysphemia, eczema, headache, hypersensitivity, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 160 lbs left- 4 coils, right- 1 coil. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result: migration.; in april 2011: one month post essure implant. X-ray - on an unknown date: skin inside was re-growing around the coils and the coils had migrated from the original place they were inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Event : rashes or skin conditions type: eczema were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: unknown/ migration') and pregnancy with contraceptive device ('pregnancy - yes') in a 32-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension and uterine rupture. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), hydrochlorothiazide, lisinopril, tramadol and triamcinolone. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pain pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("pain/ pain vaginal"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("severe throbbing headaches 2-3 times/ week"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes with severe itching"), pruritus ("rashes or skin conditions type: skin rashes with severe itching") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysphemia ("neurological conditions or problems type: stuttering"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), back pain ("back ache"), dermatitis allergic ("allergy ¿ rash / skin condition"), hypersensitivity ("hypersensitivity") and hypertension ("blood or heart disorder/condition type: hypertension"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, rash, pruritus, dermatitis allergic, hypersensitivity, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, hypertension, dysphemia, vulvovaginal pain, vision blurred, weight increased, alopecia and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dysphemia, headache, hypersensitivity, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) left- 4 coils, right- 1 coil. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result: migration. X-ray - on an unknown date: skin inside was re-growing around the coils and the coils had migrated from the original place they were inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events added: pregnancy, device ineffective, abdominal pain, allergy ¿ rash / skin condition, hypersensitivity. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: unknown') in a 32-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and uterine rupture. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), hydrochlorothiazide, lisinopril, tramadol and triamcinolone. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/ pain pelvic") and vulvovaginal pain ("pain/ pain vaginal"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("severe throbbing headaches 2-3 times/ week"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes with severe itching"), pruritus ("rashes or skin conditions type: skin rashes with severe itching") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysphemia ("neurological conditions or problems type: stuttering"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension") and back pain ("back ache"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, pruritus, migraine, hypertension, dysphemia, dysmenorrhoea, pelvic pain, vulvovaginal pain, vision blurred, weight increased, alopecia, headache and back pain outcome was unknown. The reporter considered alopecia, back pain, device dislocation, dysmenorrhoea, dysphemia, headache, hypertension, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 160 lbs left- 4 coils, right- 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: skin inside was re-growing around the coils and the coils had migrated from the original place they were inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: unknown/ migration') and pregnancy with contraceptive device ('pregnancy - yes') in a 32-year-old female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension and uterine rupture. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), hydrochlorothiazide, lisinopril, tramadol and triamcinolone. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pain pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("pain/ pain vaginal"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("severe throbbing headaches 2-3 times/ week"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes with severe itching / itching on hands. Neck, arms, chest, legs, ankles, feet"), pruritus ("rashes or skin conditions type: skin rashes with severe itching/ itching on hands. Neck, arms, chest, legs, ankles, feet") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysphemia ("neurological conditions or problems type: stuttering"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), back pain ("back ache"), dermatitis allergic ("allergy ¿ rash / skin condition"), hypersensitivity ("hypersensitivity"), hypertension ("blood or heart disorder/condition type: hypertension") and eczema ("rashes or skin conditions type: eczema"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, rash, pruritus, dermatitis allergic, hypersensitivity, menorrhagia, vaginal haemorrhage, urinary tract infection, migraine, hypertension, dysphemia, vulvovaginal pain, vision blurred, weight increased, alopecia, headache and eczema outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, device dislocation, dysmenorrhoea, dysphemia, eczema, headache, hypersensitivity, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, pruritus, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 160 lbs left- 4 coils, right- 1 coil. Received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result: migration.; in (B)(6) 2011: one month post essure implant. X-ray - on an unknown date: skin inside was re-growing around the coils and the coils had migrated from the original place they were inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Event : rashes or skin conditions type: eczema were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: unknown') in a (B)(6) year old female patient who had essure (batch no. 806702) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and uterine rupture. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), hydrochlorothiazide, lisinopril, tramadol and triamcinolone. In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/ pain pelvic") and vulvovaginal pain ("pain/ pain vaginal"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and headache ("severe throbbing headaches 2-3 times/ week"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions type: skin rashes with severe itching"), pruritus ("rashes or skin conditions type: skin rashes with severe itching") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dysphemia ("neurological conditions or problems type: stuttering"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension") and back pain ("back ache"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, urinary tract infection, rash, pruritus, migraine, hypertension, dysphemia, dysmenorrhoea, pelvic pain, vulvovaginal pain, vision blurred, weight increased, alopecia, headache and back pain outcome was unknown. The reporter considered alopecia, back pain, device dislocation, dysmenorrhoea, dysphemia, headache, hypertension, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6). Left- 4 coils, right- 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: skin inside was re-growing around the coils and the coils had migrated from the original place they were inserted. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- vaginal haemorrhage, menorrhagia, urinary tract infection, rash, migraine, hypertension, device dislocation, dysphemia, dysmenorrhoea, pelvic pain, vulvovaginal pain, vision blurred, weight increased, alopecia, pruritus, headache, back pain. Treatment and concomitant products added. Patient¿s medical history added. Lab data added. Insertion date updated. Reporter information, product indication, patient details updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.